Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose levels, but they did not provide the time and date of the hospitalization. Customer¿s blood glucose value at the time of the incident was 300 mg/dl due to dehydration. The customer stated that their sensors were not reading properly. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was not wearing their insulin pump during their hospitalization. The caller stated that the hospital took their insulin pump away because the nurses did not know how to use the device. The customer will be transferred to a new facility because they did not feel comfortable with their current hospital. The customer did not troubleshoot and did not send the product back for analysis. The line was disconnected.